Manufacturer narrative:
(B)(4). The ventilator was evaluated and the graphic user interface central processing unit and backlight boards were replaced. The ventilator passed self-testing.

Event description:
The customer reported that, during start up, the ventilator became inoperable. Patient involvement information was not provided.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.